Event description:
It was reported that patient was experiencing increased seizures and patient has been referred for replacement. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis for the generator was completed and approved. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received from physician indicating that the cause of increase in seizures was due to low battery and external factors. The increase in seizures is below pre-vns levels. The patient had a battery replacement and is continuing polypharmacy. Explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Generator has been received for product analysis. Product analysis has not been competed. No other relevant information has been received to date.